Event description:
It was reported that the pump unexpectedly shut down. The customer connected the pump to a power source, but the pump did not turn on. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump. The customer planned to use multiple daily injections as a backup to maintain insulin delivery.